Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The transfer set fell off in the shower and the patient did not clean the exchange area before starting pd therapy. The peritonitis was manifested by abdominal pain. On the same day, the patient was hospitalized for peritonitis. On an unreported date in the same month, the patient began treatment with unspecified antibiotics intravenously (dose and frequency not reported) for peritonitis. The patient was not retrained on break in aseptic techniques. Three days after the hospitalization, the patient was discharged. The patient was recovering from the peritonitis. No additional information is available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.